Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the front end of the fast-fix needle cracked. The procedure was completed with a s+n back up device. It is unknown if there was a delay and no patient complications were reported.

Event description:
It was reported that, during a meniscus repair surgery, the front end of the fast-fix needle cracked. All the pieces removed from the patient by tweezers. The procedure was completed with a s+n back up device. It is unknown if there was a delay. The patient current status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The suture and both anchors were returned detached from the device. The depth limiter button was in the default position. The needle overmold assembly was was severed at the distal tip. The actuator tip functioned as designed. Since the patient¿s status was reported as good, no other patient complications were reported, therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.